Event description:
The customer contact reported delay in critical therapy following a pump alarm condition. The tubing set was being used to deliver an insulin 75 units/250ml, at an unspecified rate, via a symbiq pump. After an unspecified length of time in use, the nurse reported the display on the pump indicated "check cassette". The nurse stopped the delivery and removed the tubing set from the pump, checked the cassette and reinserted into the pump. The delivery was restarted. It was reported that 10 minutes later, the pump again displayed "check cassette". The tubing set was replaced and within "a few minutes" the therapy was resumed. No medical interventions were provided. Although there was potential for serious injury the customer contact reported there were no adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel, (B) (4).